Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver contacted support regarding a hypoglycemic episode detected by the cgm, requested an increased cgm target, and described a possible post-meal glucose fluctuation after cornbread consumption that preceded a low glucose value of 70 mg/dl; the user was advised to treat with oral glucose and await clinical guidance before any target adjustment. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included a review of reported device alerts and user-reported glucose data, with counseling on acute hypoglycemia treatment. Investigation of this case revealed no device malfunction, with the event consistent with glucose variability related to dietary intake and timing, and appropriate alarm function. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.